Manufacturer narrative:
(B)(4) product event summary: the pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, the primary investigator reported that the event was related to the patient condition and unrelated to the study device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the patient's treatments with ongoing, longterm antibiotics may have also contributed to this event. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s driveline (dl) exit site was positive for (B)(6) on (B)(6) 2013. An abdominal/chest computerized tomography (CT) revealed evidence of inflammation without abscess. The patient was started on oral doxycycline. The patient underwent insertion of a peripherally inserted central catheter and the patient started on intravenous (IV) vancomycin followed by transition to oral bactrim ds for longterm suppression. The patient came to clinic on (B)(6) 2014 with a small raised area on the lower end of the chest/upper abdomen. The patient denied fever, chills, myalgia, dysuria and headache. An abdominal/chest/pelvis CT revealed small pockets of fluid along the dl. The patient was re-admitted and started IV vancomycin and was pan-cultured. These cultures proved to be negative and the patient was discharged from hospital on (B)(6) 2014 and admitted to a rehabilitation facility. The patient was re-admitted to hospital on (B)(6) 2014 with dyspnea. He/she was started on ceftriaxone for possible pneumonia in addition to the IV vancomycin for the dl exit site infection. The patient was discharged home on (B)(6) 2014 on oral bactrim ds. The patient was re-admitted to hospital on (B)(6) 2014 with increased pain and tenderness at the dl exit site. He/she was treated with wound care and IV vancomycin. The patient was discharged home on (B)(6) 2014 on oral bactrim. The site further reported that ¿counter¿ subxiphoid infection was noted with hypergranulation tissue. The actual dl exit site was noted to be completely ingrown without erythema or drainage. The patient is then reported to have undergone a surgical debridement of the dl on (B)(6) 2015 and was started on IV vancomycin with transition to oral bactrim. This was followed by another surgical debridement on (B)(6) 2016. The patient was again started on IV vancomycin with transition to oral bactrim. The event was reported to be resolved on (B)(6) 2015. The primary investigator reported that the event was related to the patient condition and unrelated to the study device. The patient is a participant in the vad destination therapy trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s driveline (dl) exit site was (B)(6) for (B)(6) on (B)(6) 2013. An abdominal/chest computerized tomography (CT) revealed evidence of inflammation without abscess. The patient was started on oral doxycycline. The patient underwent insertion of a peripherally inserted central catheter and the patient started on intravenous (IV) vancomycin followed by transition to oral bactrim ds for longterm suppression. The patient came to clinic on (B)(6) 2014 with a small raised area on the lower end of the chest/upper abdomen. The patient denied fever, chills, myalgia, dysuria and headache. An abdominal/chest/pelvis CT revealed small pockets of fluid along the dl. The patient was re-admitted and started IV vancomycin and was pan-cultured. These cultures proved to be (B)(6) and the patient was discharged from hospital on (B)(6) 2014 and admitted to a rehabilitation facility. The patient was re-admitted to hospital on (B)(6) 2014 with dyspnea. He/she was started on ceftriaxone for possible pneumonia in addition to the IV vancomycin for the dl exit site infection. The patient was discharged home on (B)(6) 2014 on oral bactrim ds. The patient was re-admitted to hospital on (B)(6) 2014 with increased pain and tenderness at the dl exit site. He/she was treated with wound care and IV vancomycin. The patient was discharged home on (B)(6) 2014 on oral bactrim. The site further reported that ¿counter¿ subxiphoid infection was noted with hypergranulation tissue. The actual dl exit site was noted to be completely ingrown without erythema or drainage. The patient is then reported to have undergone a surgical debridement of the dl on (B)(6) 2015 and was started on IV vancomycin with transition to oral bactrim. This was followed by another surgical debridement on (B)(6) 2016. The patient was again started on IV vancomycin with transition to oral bactrim. The event was reported to be resolved on (B)(6) 2015. The primary investigator reported that the event was related to the patient condition and unrelated to the study device. No further information has been provided.